Event description:
At routine ICD followed lead impedance was >2000 ohms (1/10/2000). Highly suggestive of lead fracture. Pt admitted to hosp for lead replacement. Generator was changed also as it was approaching eri and because of potential drain due to fracture.